Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, rash, skin disorder, psychological trauma, vaginal discharge, vaginal infection, fatigue, migraine, alopecia, tooth disorder and weight increased outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2012, (B)(6) 2013 received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: confirmation test not specified. Result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously added injury nos was replaced with dysmenorrhea & new events- dyspareunia, pelvic pain, abdominal pain, back pain, were added. Menorrhagia, rash/skin condition, vaginal infection, vaginal discharge, fatigue, migraines, hair loss, dental problems, weight gain,psych injury were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.